Event description:
It was reported that during a ptca procedure, the wire shaft separated as it was being removed from the pt. All pieces were successfully retrieved and the pt status is listed as "okay".